Event description:
It was reported the device displayed error code 46228. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found missing tamper seal and battery door. There was evidence of the error or reported problem recorded in event history log, the reported problem however was not duplicated. During the investigation an error was found in the device information folder, and it was recommended that the error code be cleared, and software applications reinstalled. The reported problem was not duplicated and as such the cause was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.